Event description:
On (B)(6) /2015, the lay user/patient contacted lifescan (lfs) alleging a packaging issue with her verio iq meter system kit. The patient reported that the charge cord was missing from the system kit. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient reported that the alleged issue occurred on an unknown date and time prior to contacting lfs. The patient manages her diabetes with a combination of diabetes medications including ¿metformin 1000mg and glipizide 10mg¿. The patient made no change to her usual diabetes management regimen due to the reported issue. On an unknown date and time the patient reported that she developed the symptoms of ¿shaky and sweating¿ after the alleged product issue began. The patient denied receiving any treatment. At the time of troubleshooting the cca educated the patient on the correct contents of the box and confirmed that there was no missing product. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.